Event description:
Caller reported experiencing a cartridge alarm issue with their pump, resulting in the blood glucose level displaying as "high." To address the high blood glucose issue, the customer administered a correction injection via multiple daily injections (mdi). Tandem technical support confirmed that previous cartridge alarms had occurred intermittently with this pump and decided to replace it. The customer was advised on how to manage the transition, including using updated software with the new pump and putting the old pump into storage mode before returning it. It was confirmed that the customer will receive a replacement pump with updated software and no third-party assistance was required.